Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was noted to be scratched after it was inserted. The physician stated she had to struggle to get the lens to release. The scratch is in the periphery so it was left in place. Additional information was requested.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.1., b.2., b.5., d.7., d.11., and h.1. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by a nurse, that there was no patient harm, but the patient had impaired vision due to the location of the scratch. The issue did not resolve but required lens removal with replacement. The patient is progressing well with vision improvement, no pain.